Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was powered off. The field service engineer found that the power connector was partially unplugged and reseated the power cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the station was not powering on. The customer reported that the user was unable to get prochlorperazine 10mg/2ml injection and managed to get from pharmacy. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.